Manufacturer narrative:
Concomitant medical products. The 0.035 inch jagwire plus straight (boston scientific); the 0.025 inch wire guide (unknown manufacturer). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The metal ramp in the distal end of the catheter is not in the lumen and was not included in the return. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the accessory device lumen or the metal ramp can occur if the catheter is clamped by the elevator with great force or if the catheter makes forceful contact with the endoscope. Rough handling of the introducer during use could have caused the damage observed. The instructions for use instruct the user, "with the elevator open, introduce device into accessory channel of endoscope. Advance in small increments until radiopaque captura ramp is endoscopically visualized exiting the scope. Note: captura side ramp must be completely out of endoscope in order to ensure proper operating condition of device." The instructions for use for the howell biliary introducer advises the user that if the introducer is used in conjunction with biopsy forceps, the cups must be closed prior to introduction, advancement, and withdrawal from the introducer. Gently advance forceps out of introducer until it is even with tip of introducer and area targeted for biopsy. Failure to close the cups may result in damage to the introducer. This could have caused the damage observed. The instructions for use indicate that if introducer is used in conjunction with needle, the needle must be fully retracted into catheter prior to induction, advancement, and withdrawal from introducer. Failure to retract the needle may result in damage to introducer. Prior to distribution, all howell biliary introducers are subjected to a visual inspection to ensure device integrity. Quality control inspects the position of the side ramp within the tubing 100%. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a bile duct biopsy the physician used a cook howell biliary introducer. The user attempted to advance the howell biliary introducer over a placed 0.035 inch wire guide [boston scientific's jagwire plus straight] but the wire guide got lodged in the lumen and couldn't go. He tried a 0.025 inch wire guide [unknown manufacturer] and it could go through the lumen, so he exchanged the placed 0.035 inch wire guide to the 0.025 inch wire guide and attempted to advance the introducer over it. On 11/25/2015, the device was received at cook for evaluation. At this time, it was noted that the side ramp portion was missing from the device. Clarification was requested. Additionally on 11/25/2015, it was reported to cook that the side ramp was noted to be missing during the procedure on (B)(6) 2015 by the sales representative. The following new information was added: "at this time, he found the radiopaque maker/metal side ramp was missing; but he anyway inserted a biopsy brush into it. The brush wouldn't come out of the skive. He gave up on this device and performed just brush cytology and completed the procedure."